Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid for non-malignant pain. It was reported that the patient had nothing but a hard time since last april when the new pump was put in because the battery was bad. The patient then stated the new controller is horrible and does not work. The patient explained they were told by the healthcare provider that they could reprogram the ptm, but when they brought the old style ptm in, there was some code that was supposed to be put in, but it did not work and they were stuck with a device that doesn't work. The agent reviewed considerations and redirected to healthcare provider. The patient will call back when they have the ptm with them to review how to clear data and review placement considerations/troubleshooting. Patient mentioned they have an appointment on thursday. Additional information was received from the patient. The patient called back and repeated previous documented information. The patient stated it took 15 mins to take a bol us. Additional information was received from the patient. The agent had difficulty understanding the patient and the agent tried to obtain pertinent details. When the agent was about to walk the patient through to access the myptm (patient therapy manager), the clinic called them and the patient said they would call back. The patient disconnected the call. Additional information was received from the patient. The patient confirmed that the handset was 100% charged. The patient turned on the handset and stated that it took a while to power on. The patient confirmed the bluetooth was on and the airplane mode was off. The agent had the patient closed all applications, launched myptm, turned on the communicator and placed the communicator over the implant. The patient stated that it took forever, it would reach 90% halfway through, then lagged, took another 5 minutes to returned to 90%, and then from 90% to 100%, they described it as being miserable. The agent had the patient closed all applications, cleared data, restarted the handset, closed all applications again, launched myptm, turned on the communicator and placed the communicator over the implant. Th patient stated seeing "no pump response". The patient stated seeing expected refill date: on (B)(6) 2026. The agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.